Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition with a clip in the jaw. The jaw appeared to be in alignment and the clip retainer, push fork and jaw clearance were acceptable. Upon evaluation, the remaining six clips were cycled, fed and produced with proper pinch and alignment. The locking mechanism did not engage after the last clip was fired. No lot number was provided, so the device history record could not be reviewed. As the remaining clips were produced as designed, no conclusion could be made as to what may have caused the reported event.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips from three devices did not form properly and washed off the artery. They did not completely close and left a loop at the bend area. Clips had been fired successfully from one or more of the devices. There was no torquing or twisting of the devices at the time of firing and there was no unexpected resistance felt while firing. Another device was used to complete the case. This report is for the first device. Additional information was requested, but no additional information was received. A supplemental report will be sent if additional information becomes available.